Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery via a 14f sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide was successfully placed using the preclose technique. When attempting to place the second proglide device, the "threads" got caught in the threads of the first proglide device and both proglide devices were removed. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.